Manufacturer narrative:
Device evaluation summary: the spider fx was received with the capture wire loaded inside the blue retrieval catheter. The filter assembly was exposed outside the distal rim of the retrieval catheter. The capture wire between the filter assembly and the filter mesh was bent/looped around. The degree of the loop allowed the coiled tip to be able to contact the distal portion of the filter. Kinks to the delivery and retrieval catheter were observed. The ptfe coating of the capture wire showed areas of stripping/skived off portions at approximately 29 and 115cm from the distal end of the capture wire. The filter assembly was able to be retracted within the retrieval catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a spider fx embolic protection device. IFU was followed. It was reported that the spider device was unable to cross the lesion. The device was retrieved and replaced using another medtronic device to complete the procedure without further incident. No patient injury reported.